Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received power error detected alert. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was 322mg/dl. Customer does not wish to troubleshoot at this time for high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device trace download analysis confirmed the device alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device was programmed with test gst 3c transmitter and test device simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and device display the programmed valued properly on the display graph. The sensor feature working properly.